Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was previously able to search for covid and spikevax; however, this functionality had changed, and these terms can no longer be searched at the station, despite being included in the medication description. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user failed to search the name of the orders covid and spikevax. The technical support specialist (tss) identified that the issue was due to the extreme long vaccine name, and the search only identify the generic and brand name. Tss instructed the user to modify the name of the medication. Tss also instructed that if a medication was greyed out on the medication profile screen, select it to see why it was unavailable and view alternate local device locations, also use find more to see devices outside the area and expand or collapse areas with the chevron. If the global find was from home screen, then search for the medication, choose to accept to view availability and the results would show devices in local, other and non-accessible areas based on the access. The system functioned as intended after the technical support specialist investigated the device.